Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable infusion pump containing unknown drug. The reason for call was representative stated that when the patient goes to give herself a bolus, it was not the 15 second process where it connects to the battery and administers the bolus. Representative said they have been sitting with the patient for the last 20 minutes and it has been stuck on 90% and the patient says this happens regularly. Representative mentioned that sometimes it will take 5 minutes and sometimes it takes up to an hour for the boluses to be delivered. Agent asked if the patient has cleared the patient data service data because this has been a known issue for a while and the issue has been getting worse over time. Agent reviewed how to clear data.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via the company representative (rep) reporting they did not know the serial number or lot of the handset. They did not know the software version. The issue was resolved with clearing the cache. They instructed the patient to call them if any issues persisted, and she had not. She would have reached out if any issues continued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.